Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance measurement on the right ventricular (rv) lead was 65 ohms at implant. Recently, the shock impedance measurement increased to 130 ohms. In six months, the impedance measurements increased from 75 ohms to 130 ohms. All other measurements were appropriate. No changes were made to the system. No adverse patient effects were reported.